Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative reported that the patient was only getting left side coverage. The patient did not have a fall or have any significant events that led up to coverage changing. She initially had coverage on the right side but no longer felt it. They were not sure when coverage changed. They attempted reprogramming but were unable to get right coverage anywhere on the leads. Impedances were checked and were within normal limits. The issue was not resolved at the time of the report. The patient was sent to x-ray by the physician and there was a plan to follow up on (B)(6) with the doctor and patient with x-ray results. It was later reported that the patient was considering having a revision but was not currently scheduled for a lead revision. Additional information received from the manufacturer representative reported that the patient had decided to move forward with the revision and had it scheduled for (B)(6) 2016. The indication for use was non-malignant pain. No device issues reported. If additional information is received a follow-up report will be sent.